Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient experienced high blood glucose levels which was over 600 mg/dl, therefore patient had received bolused via the pump. The patient also reported that she first went to emergency room and subsequently hospitalized and received treatment of IV and fluids of saline and insulin. The infusion set was in use for less than 3 hours. The patient reported that reason for her high glucose levels was occlusion. No further information available.